Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed within the patient line. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Customer continued to use the pump for insulin therapy.